Manufacturer narrative:
B5: updated with additional information. H6: patient code 2645 was added.

Event description:
Additional information was received indicating there was no patient involvement with respect to the reported product problem. The product problem was observed during preventative maintenance.

Event description:
Information was received that the cadd solis vip pump displayed an alarm regarding the cassette not being attached. There were no adverse events reported.